Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is reported available for return to the manufacturer for analysis. At this time the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies difficult, delayed or non-detachment detachment as potential complications associated with use of the device.

Event description:
As reported, the physician treated a basilar tip aneurysm. The case was started with coils. A web was deployed and was not able to detach. During the test of the web it showed green. The web was pulled out. Additional information received indicated: the web was well placed, but every detachment maneuver went without any reaction at the detachment zone. After 5 times with the first wdc-2, another wdc-2 was used. After many tries to push the via against the web with simultaneous pulling at the web-pusher wire, and no results he decided to pull the web out. The case was finalized with a coil. The patient is well off.

Manufacturer narrative:
Items returned for evaluation: delivery system (pusher), web implant. Items not returned for evaluation: controller. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of the returned items, the web implant was found to be within visual and dimensional specifications (spec: diameter(mm)= 3.5 ± 0.4, height(mm)= 2.0 ± 0.3). Tested the returned device with an in-house controller and gave green lights. The delivery system resistance was measured to be 68.9 (spec= 66-78), which is within specification. Tested the unit for detachment using an in-house wdc-2 controller, but the implant did not detach after two attempts. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched, which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The investigation of the returned web system found the heater coil windings to be stretched. This condition is consistent with the web implant getting caught in between the windings due to the implant tether increasing in diameter as it gets heated from the thermal activation of the detachment controller and exceeding the inner diameter of the heater coil, resulting in the web sticking to the pusher post-activation. The investigation of the returned device did not find any other damage or anomaly that would have caused or contributed to the reported complaint.

Event description:
Investigation results included in h11.